Event description:
It was reported that a patient was revised approximately seven months post-operatively to address two fractured yukon polyaxial screws. It was further reported that the fractures were observed on a 6-month post-operative x-ray. A portion of the screws were explanted, however the fractured screw shanks remained in the patient and lower levels were then fused. This report captures the second of two screws.